Manufacturer narrative:
As this lead was surgically abandoned, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a red alert was generated due to high out of range right ventricular lead impedance measurement. In addition, noise was noted on the right ventricular electrogram. No inappropriate therapy was delivered. The patient with this device is not pacemaker dependent; no adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Further monitoring will be performed.

Event description:
Additional information was received. A revision procedure was performed, this lead was surgically abandoned and replaced. Post procedure, acceptable measurements were obtained. No further patient symptoms were reported.